Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 23. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and hypersensitivity. No further patient complications were reported.